Manufacturer narrative:
The pump had a constant motor error alarm during the rewind test due to a corroded motor home switch. The stop current and run current measurement tests were within specification. Unable to perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests or verify the motor position encoder error alarm in the alarm history screen due to the motor error alarm. The electronic assembly had moisture damage. The pump had a cracked display window, a cracked case and a bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 210 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.